Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while measuring the pacing threshold, the mobile programmer application suddenly terminated, and bluetooth connection between the mobile programmer base station and the patient connector was lost. Troubleshooting steps were taken to include restarting the application; however, this did not restore the connection. Additional troubleshooting steps were taken to include restarting the host tablet and relaunching the mobile programmer application, after which reconnection was successful and the threshold test was able to resume. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 17.5.1.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application suddenly terminated, and bluetooth connection between the mobile programmer base station and the patient connector was lost was confirmed. Analysis of the service logs found the customer comment that there was a difficulty restoring the connection was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.